Manufacturer narrative:
Date sent to FDA: 09/16/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2014 during which the surgeon noted the mesh was extruded and contained within the recurrent hernia defect, entangled with the herniated preperitoneal fat. It was reported that the patient experienced severe pain, inflammation and discomfort. No additional information was provided.